Event description:
A customer reported experiencing a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.